Event description:
A surgeon reports a patient complains of halos around lights and difficulty seeing some images (photos and peoples' faces) following intraocular lens implant surgery. The surgeon commented that the patient's symptoms may be related to a cortical issue elicited by the lens implantation. Symptoms improved following a lens exchanged. No further intervention is planned.